Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock lead impedance high out-of-range measurements gradually increasing from the 110 ohms range to greater than 200 ohms. Triad changed to rv coil to can and alert value changed to 150 ohms for optimization. No noise via isometrics nor on the rv lead. Boston scientific technical services (ts) discussed optimized programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service.